Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported, "deflation". This record is for the left side. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported, "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on anterior side assessed, as fold flaw opening. As per the investigation procedure: creases, particles and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions.